Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there were high impedances. It was noted that the patient had to increase the amplitude periodically within a two month period and then she was maxing amplitude out to 10.5 with barely feeling the stimulation. The patient called for a reprogramming session during which an impedance check was performed and found that 6 out of 16 electrodes were greater than 10,000 on the leads. The manufacturing representative programmed around the electrodes that were out and was able to get adequate coverage and a stimulation pattern that covered the pain areas with 2-4 amplitudes being used. The patient was happy when she left and was still getting good coverage on the day prior to the report. It was noted that there was no alleged product issue with the implantable neurostimulator.

Event description:
Additional information received reported the existing leads had pulled completely out of space and were unable to be reprogrammed. The plan was to do a thoracic trial for the lower extremities but it had not been scheduled.

Event description:
Additional information received reported that the health care professional would not be doing any more trials on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation stopped working and the patient had to increase stimulation. It was noted eventually the stimulation did not assist the patient. It was reported the patient had no falls or trauma associated with the issue. It was noted the impedances showed greater than 10,000 ohms on all electrodes other than zero and eight, which showed 7,028 ohms. It was reported the leads had pulled out of the epidural space. It was reported an x-ray showed the lead migration.